Manufacturer narrative:
The device has not been returned. However, the non-visual device evaluation has been completed and the results are as follows: DHR results the DHR was reviewed for lot#6125535 and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results there was no stock product from lot#6125535 available for review. Investigation methods/results customer has not returned the reported device for review to date. However, the non-visual device investigation has been completed. Root cause "lack of primary stability" is a common complaint in regards to implant failure. This occurs when the patient's bone does not integrate with the implant surface. The possible responses to this complaint could be attributed to various causes. Although the root cause for lack of primary stability is inconclusive and specific to each case, probable causes could be due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. IFU 570 rev 3.0 (hahn tapered implant system) contains the following statement in the contraindications section: "hahn tapered implants should not be placed in patients discovered to be medically unfit for the intended treatment. Prior to clinical intervention, prospective patients must be thoroughly evaluated for all known risk factors and conditions related to oral surgical procedures and subsequent healing. Contraindications include but are not limited to: vascular conditions, uncontrolled diabetes, clotting disorders, anticoagulant therapy, metabolic bone disease, chemotherapy or radiation therapy, chronic periodontal inflammation, insufficient soft tissue coverage, metabolic or systemic disorders associated with wound and/or bone healing, use of pharmaceuticals that inhibit or alter natural bone remodeling, any disorders which inhibit a patient's ability to maintain adequate daily oral hygiene, uncontrolled parafunctional habits, insufficient height and/or width of bone, and insufficient interarch space." IFU 570 rev 3.0 (hahn tapered implant system) contains the following statement in warning section: "the implant site should be inspected for adequate bone by radiographs, palpations and visual examination. Determine the location of nerves and other vital structures and their proximity to the implant site before any drilling to avoid potential injury, such as permanent numbness to the lower lip and chin."

Manufacturer narrative:
The device has not been returned. If/ when the device is returned an investigation will be carried out and a supplemental report will be submitted. This complaint will be kept on record for track and trending purposes.

Event description:
It was reported that the hahn tapered implant failed. The patient's bone type is I and their oral hygiene is noted as excellent. There is no medical or dental history prior to implant placement. The patient presented on (B)(6) 2023 for a primary procedure on tooth #18. During placement of the device the provider was unable to achieve primary stability. It was at that time the device was removed. Based on the dates noted in the questionnaire completed by the provider, a medical opinion was sought, and it was determined that because the implant was placed and removed in such a short time, it lacked stability.

Event description:
It was reported that a hahn tapered implant was damaged during the implantation procedure. The patient presented on (B)(6) 2023 for primary procedure. During placement of the implant, the driver's tip broke off inside the implant subsequently resulting in removal of the implant.

Manufacturer narrative:
D1, d2, d4, h4: the complaint product was inadvertently reported as a hahn tapered implant in the initial report; the implant is a concomitant product. The complaint product is a hahn tapered implant driver. Additional complaint product information was requested but not available. The device was returned, but did not transfer to the investigator. However, the non-visual device investigation has been completed and the results are as follows: DHR results: no DHR was reviewed as no lot/serial number was provided. Stock product reviewed results: no stock product was reviewed as no lot/serial number was provided. Investigation methods/results: product was noted to have been shipped by customer; however, the device has not been physically accounted for and sent to the complaint's team for analysis. Therefore, it is presumed lost at this time, CAPA: 2024-005 was opened for RMA lost product. The non-visual device investigation has been completed. Ts - 08/16/2024. Root cause: a root cause for this complaint cannot be explicitly determined. Probable root cause is improper seating of the implant driver into the internal hex of the implant, or the user may have selected the incorrect size of driver. However, based on the information received it is unclear the methods of implant placement used during the initial procedure. IFU 570 rev. 5.0 (hahn tapered implant system) contained the following statement in the implant placement section: "step 2: initial placement - engage the implant connection with the appropriate driver. With the implant securely attached to the driver, squeeze the opposing end of the holder to disengage the implant from the holder. Transport the implant to the prepared site and insert into the osteotomy. Rotate clockwise with applied pressure to engage the self-tapping grooves. Avoid lateral forces, which can affect the angulation and final alignment of the implant. Step 3: advancement and final seating - continue threading the implant into the osteotomy site using the preferred placement method. A minimum torque value of 35 ncm upon final seating indicates good primary stability." IFU 570 rev. 5.0 (hahn tapered implant system) contained the following statement in the implant positioning section: "the implant should be rotated at the time of placement to ensure optimal positioning of the internal hex connection. This will allow the restoring clinician to take full advantage of the anatomical abutment contours and minimize the need for abutment preparation. Adjust the final position of the implant so that any one of the six flats of the internal hex connection is oriented toward the facial." Could potentially be worn out driver or incorrect size selected. CAPA: 23-006, CAPA: 24-005. Manufacturer reference: (B)(4).

Manufacturer narrative:
CAPA ca-00016. CAPA 24-005. Manufacturer reference: (B)(4).

Event description:
It was reported that a hahn tapered implant was damaged during the implantation procedure. The patient's bone type is I and their oral hygiene is noted as excellent. There is no medical or dental history prior to implant placement. The patient presented on (B)(6)2023 for primary procedure on tooth #18. During placement of the implant, the driver's tip broke off inside the implant subsequently resulting in removal of the implant. The implant was replaced and the patient did not require any additional medical/surgical procedure.